Event description:
It was reported that the pt's generator was eroding through the skin so a revision surgery was planned. Surgery occurred on (B)(6) 2011. Attempts for further info and product return have been unsuccessful to date.